Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. The patient's cycler alarmed for a low vacuum reading. The patient discontinued treatment when he noticed fluid leaking from the cycler. The patient was advised to discontinue using the cycler and to notify his pd nurse. The set was discarded. During follow up the patient's wife reported his effluent has remained clear. He had switched to manual treatment following the leak. There were no signs of infection and no prophylactic antibiotics were taken. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.